Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing during the surgery. The needle did not fall into the patient. Enclosed please find defect photo. Changed another one to complete the surgery. No additional information could be provided. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil, a detached needle and a suture piece were received for analysis. The product code is vcp493h. The swage and attachment area were noted as expected during the visual inspection of needle. The barrel hole of needle was examined under magnification and remnant suture was noted. The suture was examined, and the ends were observed to be broken and that contains body fluids. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Additionally, a photo was provided showing a zip-lock bag that contains one empty foil, a suture piece, and a detached needle. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.